Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "general risks - failure - balloon burst" was confirmed through imaging evaluation. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states. "During deployment, the balloon ruptured. Moderate to heavy calcium in stj. The balloon was almost fully inflated when it burst and there was no extra volume added to the balloon prior to the inflation." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. Not returned.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in the aortic position. During deployment, the balloon ruptured. The physician post dilated with 25mm zmed balloon. The post angiogram showed zero leak. 4mmhg tee gradient and 0mmhg cath gradient. The team was satisfied with end results. As per follow-up with the fcs, the balloon was almost fully inflated when it burst and there was no extra volume added to the balloon prior to the inflation. A slow inflation technique was used and 23cc of volume was used for inflation.